Event description:
It was reported that during a gastric bypass procedure, the device would not open. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Another instrument was used to complete the procedure with no pt consequence.